Event description:
It was reported to philips that the system did not produce x-rays during a cardiac catheterization procedure with myocardial infarction. The patient was moved to another room where the procedure was completed. There was no reported patient harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the patient was transferred to another room with a 6 french arterial sheath in place. During transport, the patient started bleeding at the right inguinal arterial puncture site, classified as barc-2, and the 6 french sheath was changed to a 7 french sheath. It was reported that the approximate 97-minute interruption of treatment did not lead to any deterioration of the patient¿s health and the patient was discharged from the hospital. A philips remote service engineer (rse) confirmed the reported issue following a review of the system log files. The logs from (B)(6) 2025 at 11:13:00 indicated a timeout during generator connection establishment, which was not addressed by the customer. As a result of this unresolved connection timeout, the x ray exposure attempted on (B)(6) 2025 at 17:09:51 could not be performed because the generator connection had already failed the previous day. The log review also showed that the system had not been restarted since on (B)(6) 2025. According to the allura instructions for use (IFU), version 8.2, section 3.2 ("switching the system on/off"), a regular cold restart is recommended to maintain system performance and to ensure proper functionality of remote service. The IFU advises performing a cold restart once per day. The rse instructed the customer to restart the system. After the restart was completed, system functionality was restored and the reported issue resolved. The simultaneous failure of both catheterization laboratories indicates a likely power disturbance, such as a voltage drop or fluctuation affecting at least one phase of the facility¿s electrical supply, which in turn caused the generator disconnection. Since both laboratories experienced the same issue and both were restored through a system restart, a voltage fluctuation within the hospital¿s electrical network is considered the most probable root cause. Both systems have been returned to clinical use in good working order.